Event description:
It was reported that a non-guidant shuttle was inserted in the rca. The accunet was positioned distally to the lesion without problem. Positioning of the acculink in the lesion was successfull. Post-dilation of the stent with the viatrac was successful; however, the angiographic result was not good. A decision was made to post-dilate again with a larger balloon, using a viatrac. The viatrac balloon became caought on the stent at the level of the proximal zone and it could not be advanced, even wiht several attempts. Upon withdrawing the balloon, the accunet filter was accidentally retracted to the distal margin of the stent. The delivery system could no be advanced beyond the middle of the stent. In the attempts to advance the accunet, it retracted further and became cought in the struts of the stent, without the possibility of being retracted. A decision was made to withdraw the accunet using greater force through the stent; however, the filter was cought in the stent. A decision was mad to perform a surgical intervention to remove the filter. Upon intervention, the carotid was isolated and opened, the stent was extracted, but there was not trace of the filter. A hagioscopic exam revealed that the bifurcation was located at the anterior communicating artery, which was not accessible surgically.